Manufacturer narrative:
Insulin pump monitored and no alarms noted. Insulin pump received with high current and it alarmed during self test due to faulty remote frequency board. Insulin pump received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed multiple alarms frequently. The alarms could not be cleared even when the battery was replaced. No further details were provided. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.